Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that the cause was due to diverticulitis; however, the exact cause remains unknown. The patient was hospitalized for the event and released on an unreported date. Treatment and outcome were unknown. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).